Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and microscopic examination found no issue with the profile of the tip. The tip outer diameter (od) was measured and was within specification. The balloon appears to have been inflated with traces of contrast media inside the balloon. No stent was returned for analysis. An examination of the balloon identified clear evidence of stent crimp on the balloon material. The device's inner was visually and microscopically examined and there were no issues noted with its profile that could have contributed to the complaint incident. A visual examination found that the hypotube was kinked at various locations along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 12-nov-2014. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 16 x 3.00 promus premier¿ stent was selected; however, the device was unable to cross the target lesion. The procedure was completed with this device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed that the stent was not returned.